Event description:
A CT-1 taper needle broke during surgery in the patient's abdomen. An additional incision was made by the surgeon to retrieve the broken needle. The broken piece was retrieved and the procedure was successfully completed.

Event description:
A CT-1 taper needle broke during surgery in the patient's abdomen. An additional incision was made by the surgeon to retrieve the broken needle. The broken piece was retrieved and the procedure was successfully completed.